Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that she had two accidents with bowel in the bed at night. Patient stated she had turned stim off at night but she thought it was something she ate that caused it because she was ok last night. It was indicated she was on program2 at .4v and her stim was on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.